Manufacturer narrative:
The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 bd syringes luer-lok¿ tip were found with foreign particles in them, 1 syringe had a cut in the packaging, and 1 syringe was discolored. All defects were found before use during an inspection. The following information was provided by the initial reporter: "during inspection and labeling activities, 4 syringe, tip, 20ml sterile were found with particulates, one with a cut in the inner most packaging and one discolored."

Event description:
It was reported that 4 bd syringes luer-lok¿ tip were found with foreign particles in them, 1 syringe had a cut in the packaging, and 1 syringe was discolored. All defects were found before use during an inspection. The following information was provided by the initial reporter: "during inspection and labeling activities, 4 syringe, tip, 20ml sterile were found with particulates, one with a cut in the inner most packaging and one discolored."

Manufacturer narrative:
H.6. Investigation: one photo was provided for evaluation. The photo shows 5 syringes in its packaging blister. The syringe barrel has what appears to be degraded resin, including one with discoloration, which also is degraded resin. There is on the top of the photo a packaging blister top web. The embedded degraded resin in the barrel can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. Based on the investigation and with the sample analysis, the symptom reported by the customer is confirmed. DHR was performed. There was no documentation for this type of defect during the entire production run of this batch. H3 other text : see h.10.